Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative a laparoscopic minimally invasive esophagectomy, the staplers had no reported performance issue, but the patient had an anastomotic leak that requires treatment.